Event description:
It was reported that the device would not operate on ac power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer. The returned assemblies were troubleshot by product performance. The root cause of the reported problem was determined to be due to an open fuse on the power supply assembly.